Event description:
It was reported that the battery of this pacemaker was expected to be prematurely depleting. The estimated longevity measurements had dropped drastically in between follow-up appointments. No intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported.